Manufacturer narrative:
Additional information received on 11/9/2018 indicated the patient experienced capsular contracture; baker grade unknown. The replacement product was identified as a saline mentor smooth round moderate profile 300cc breast implant, catalog number 3501645, serial number (B)(4), lot number 7465677. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The following information was mistakenly omitted from the report submitted on 9/25/2018: on 9/25/2018, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: upon receipt by mentor, the device contained no fluid. White and red material were observed within the device. Red and yellow material were observed on the shell surface. During visual examination of the device, mentor product analysis lab observed a rent on the posterior view measuring approximately 0.6 cm. Microscopic examination of the rent edges gave no indication as to its cause. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. At this point it is also not possible to determine the origin of the white, red and yellow material observed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with a unspecified mentor saline breast prosthesis and experienced pain and deflation of the left breast implant post-operatively. As a result, the patient underwent removal on (B)(6) 2108.